Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer received the replacement insulin pump. The first insulin pump alarmed no delivery during the bolus delivery. The current blood glucose reading is 310 mg/dl. Customer treated with manual injection. Customer reported a hospitalization due to diabetes ketoacidosis. Customer stated that the insulin pump stopped working. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms observed during testing. No physical damage noted during visual inspection.